Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump's audio tone alarm is not working. Approximately one month ago, the patient reportedly missed an occlusion alarm and a few low battery alarms due to the audio tone feature not working. The vibration feature was reported to be intact and functioning. As a result of missing the alarms, the reporter stated the patient experienced high blood glucose measuring 20 mmol/l without any additional symptoms reported. This reported blood glucose level without other symptoms does not meet animas' criteria for a reportable adverse event. Therefore, no adverse event is being reported in association with this alleged malfunction complaint. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. The serial number of the pump is not available to report initially due to the reporter is unable to visualize the numbers on the label. If this information becomes available, a supplemental report to include the serial number will be submitted.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: during investigation, the pump powered on with the audible alarm inoperable. The pump was opened and the piezo contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.